Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. (B)(6) 2013 the patient was diagnosed with unstable angina and was referred for cardiac catheterization. The 80% stenosed and 10mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x12mm promus element plus stent, resulting in 0% residual stenosis. In (B)(6) 2013, the patient experienced angina and was treated with medication. No further patient complications were reported.